Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Patient had spaceoar placed two weeks before simulation for unfavorable intermediate risk. He got 37.5gy in 15 fractions. Towards the end of the second week, the patient started complaining of rectal pain. Nothing was abnormal on the exam. The patient was given a hydrocortisone suppository to treat the rectal pain. During high dose rate (hdr), a digital rectal exam was performed and the physician felt a little defect in the anterior wall of the rectum. A gastrointestinal (gi) physician then scoped the patient and found a chronic-appearing ulcer in the anterior rectal wall with hydrogel in the area. Additionally, the physician concluded that the gel was most likely injected into the rectal wall based on the image of the scope that he reviewed. The image showed an erosion of the rectal mucosa to reveal what looks like either inflammation or spaceoar behind it but it does not appear to be communicating completely through the wall. The physician recommended stool softeners to keep the abrasion of the wall to a minimum. He also suggested to do androgen deprivation therapy (adt) for now, then possibly considering doing the high dose rate (hdr) boost in several months once the rectum heals.